Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing was observed. Review of episode suspected myopotential oversensing. Programming changes were recommended. No intervention was performed. Patient will continue to be monitored.